Event description:
It was reported that during a laparoscopic appendectomy surgery the blade of the instrument broken, falling into the abdominal cavity, which was removed using a grasper. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).